Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) during the flow check 10-12 pen were found needles clogged. The following information was provided by the initial reporter: consumer reported finding during the flow check with this box, 10-12 pen needles clogged. Discarded the samples. Informed of the proper placement of non patient end needles. Lot # 3011419. Catalog# 320555.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) during the flow check 10-12 pen were found needles clogged. The following information was provided by the initial reporter: consumer reported finding during the flow check with this box, 10-12 pen needles clogged. Discarded the samples. Informed of the proper placement of non patient end needles. Lot # 3011419 catalog# 320555.